Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the surgeon was going to fire the device, the clips weren't closed completely. As an emergency measure, the surgeon replaced it with a new one to complete the procedure and it was closed very well. There were no reported adverse consequences for the patient so far.

Event description:
On hold by yale k. 02/14/2023

Manufacturer narrative:
(B)(4). Batch # r9254u. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.